Event description:
A dr. Visit was needed for an injection for sciatic pain and follow up questions on a stimulator proclaim 3660. On (B)(6) 2024. At that time the dr asked since simulator was not working to remove which includes surgery. My mother declined it was too painful she said. The stimulator has given no long-term relief. The representatives were called on (B)(6) since the generator was out as precautioned on her hand-held device. My mother has had nothing but problems with this device. I raised concerns with the dr. And the abbot representative who shows up to regulate the product. These were requested by us. My mother asked me to leave the patient room each time as I had many concerns for her health. And was not happy with their responses. I looked up if there was a recall on this product by chance and it said there was a class one recall on her particular model. I was hoping this would be voluntarily disclosed it was not. It is unethical and against hippa for abbott to say they took pictures of her at her last visit. She told them I am not dementia I never allowed any pictures to be taken and this violated her privacy, I have seen her health decline her legs stiffen she still uses a heating pad for pain on her back, she¿s experiencing migraine headaches we talked with her pc dr., she has severe continence. Abbott and her dr. Are taking this too lightly. She has been receiving steroid injections every 90 days for the past three years. Her relief was that the proclaim 3660 simulator was going to work and be the answer to her medical problems. He suggested this would take care of her spinal and sciatic pain. No test have been requested from her dr. At (B)(6).